Event description:
Service of summons and complaint was MFR's first notice of this event. Plaintiff's counsel claims in the complaint that the pt suffered permanent damage. There is no specific info in the complaint about the personal injury. The company been unable to confirm the MFR of or inspect the device. Because the matter is in litigation, it has been turned over to the outside counsel for further investigation.